Event description:
It was reported to medtronic neurosurgery that the patient had communicating hydrocephalus. According to the report, strata was implanted as the second shunt. The report did not provide any information about the first shunt. The report stated that two months after the surgery, symptoms of shunt obstruction were observed. According to the report, the shunt was replaced with strata small valve. The report stated that there was no injury to the patient.

Manufacturer narrative:
The product was not available for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.